Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe needle was "sticking through an unopened bag" and resulted in a needle stick to the consumer's right hand, causing bleeding. Additionally, there was a "crushed barrel/plastic that poked" the consumer as well, which was missing the needle shield and plunger. It was reported that the consumer went to the emergency room due to concern that "the needle may have been contaminated".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8127855. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200756421] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned.

Event description:
It was reported that the relion® insulin syringe needle was "sticking through an unopened bag" and resulted in a needle stick to the consumer's right hand, causing bleeding. Additionally, there was a "crushed barrel/plastic that poked" the consumer as well, which was missing the needle shield and plunger. It was reported that the consumer went to the emergency room due to concern that "the needle may have been contaminated".